Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. An m75 - volume error warning alarm occurred multiple times during dwell 3 of 5, prior to discovery of the fluid leak. The patient attempted to bypass the alarm by rebooting the cycler, but the alarm reoccurred. The patient stated they would perform an alternate form of treatment. The treatment was cancelled, and upon removing the cassette from the cycler, the patient observed fluid leaking out of the cassette door. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. Additional information was provided during follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the cause of the leak was unknown. It was confirmed that the patient completed treatment by performing a manual exchange. The pdrn verified the patient was trained on performing manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was discarded and the lot number for the disposable device could not be provided.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed and completed without alarms or failures. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An internal visual inspection found motor-a and motor-b bonnets to be gouged. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 01/02/2020. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.